Event description:
It was reported that the patient experienced blood in the urine and erosion of the artificial urinary sphincter (aus) cuff. The entire aus was removed and replaced with a new one at a later date. No further complications were reported in relation to this event.